Event description:
In the operating room during surgery which required or bed/table position changes, the bed "vibrated/shook" during the changes. At the end of the case, after the patient's mayfield skull fixation clamp was released from the mayfield universal base, the head and neck were being supported by the surgeons and the bed was being repositioned from trendelenburg to supine position. The bed jolted and dropped approximately 6 inches down during this time. The hospital assistant noted a crack in the attachment adaptor between the swivel joint and the universal base. While cleaning the equipment (attachment), the entire attachment adaptor broke off.